Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction, the image roughness was due to a damaged charge-coupled device (ccd) unit. Additionally, the most probable cause of the light guide lens corrosion was due to component failure, while the cause of the foreign objects in the auxiliary jet channel (j-tube) could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified that the device had image roughness, foreign material in the auxiliary jet channel, and light guide lens corrosion. There was no patient involvement.